Event description:
It was reported that during a laparoscopic nephrectomy procedure, the active blade sheared off inside the pt. The blade was retrieved through the trocar. The procedure was completed with a second device. There was no pt consequence.